Event description:
Procedure: lap colon. Reportedly, the surgeon attempted to transect the rectum with two devices. The first firing was performed properly. After that, the instrument was reloaded with the second sulu. The tissue was cut but not stapled at all. There was bleeding which the surgeon describes as "oozing", however, the operation was converted to an open procedure to complete. The surgeon does not consider the tissue was too thick for using the sulu. Lot number of the second sulu is n6c275 or n6a577. The bleeding was described as oozing, however, the procedure was converted to an open procedure.

Manufacturer narrative:
The lot number for the device was possibly n6c275 or n6a577, the reporter was unable to to identify the exact lot number. The expiration dates and manufacture dates for each is as follows: n6c275 expires: 04/30/2011, manufactured: 03/2006. N6a577 expires: 02/28/2011, manufactured: 01/2006